Manufacturer narrative:
Continuation of d10: product ID 8709, serial# (B)(6), implanted: (B)(6) 2001, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 2003-05-29, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient representative (caller) regarding a patient receiving dilaudid (hydromorphone) (unknown concentration and dose) via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient developed a granuloma at the tip of the catheter/the side wall of the catheter where the medication comes out. The caller stated that the patient had an MRI about a month ago and that was when it was detected. Patient had severe cramping in the lower extremities that ultimately resulted in a hospitalization a couple months ago. The caller mentioned a manufacturer representative was at the hospital back in (B)(6) and checked the pump and confirmed the pump was delivering like it was supposed to. The patient was seen by a neurosurgeon yesterday and they are currently decreasing the dilaudid and increasing saline in the pump. The caller stated the patient is due for a pump replacement due to end of service (eos) within 10 months and were trying to learn more about the options to address the granuloma. The caller stated they were told that the increase in saline may get rid of the granuloma but they wonder if it would be best to replace the catheter. The manufacturer's patient services specialist (pss) reviewed the manufacturer's role vs the healthcare provider's (hcp) role. Pss reviewed considerations and redirected to healthcare provider. The caller requested information around granulomas. Pss emailed the patient therapy manual and reviewed how to access/order one the website.